Manufacturer narrative:
Date of event is date of publication mortality after percutaneous coronary revascularization: prior cardiovascular risk factor control and improved outcomes in patients with diabetes mellitus. Doi: 10.1002/ccd.26882. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A retrospective analysis of prospectively collected data on all pci patients in a single site study involving 9224 patients. During the procedure, resolute integrity and endeavor drug eluting stents were implanted. It was reported that patient deaths, in-stent thrombosis and tvr occurred post procedure.